Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the ampulla and duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. The device was prepared prior to the scope introduction and then the procedure was started. During the procedure, when they physician was able to locate the papilla, the ultratome xl was advanced into the duct, and proceeded to advance the guidewire. After the guidewire was positioned, the technician bowed the device several times until cutting wire detached from the proximal tip. It was reported that no part of the cutting wire detached and fell into the patient. The handle was relaxed and the device was removed from the duodenoscope working channel, inspecting and retracting the device again. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: photos of the complaint device outside the patient were provided by the customer and showed the cutting wire broken and kinked.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the ampulla and duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. The device was prepared prior to the scope introduction and then the procedure was started. During the procedure, when they physician was able to locate the papilla, the ultratome xl was advanced into the duct, and proceeded to advance the guidewire. After the guidewire was positioned, the technician bowed the device several times until cutting wire detached from the proximal tip. It was reported that no part of the cutting wire detached and fell into the patient. The handle was relaxed and the device was removed from the duodenoscope working channel, inspecting and retracting the device again. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: photos of the complaint device outside the patient were provided by the customer and showed the cutting wire broken and kinked.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned ultratome xl was analyzed, and a visual evaluation noted that the cutting wire was broken from the proximal pierced hole and also it was kinked, which are consistent with the findings per media inspection and when the device was observed under magnification. Additionally, the cutting wire was kinked and blackened. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can lead to the broken section hitting the working channel of the scope. This can kink the cutting wire. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.